Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in the intensive care unit (ICU) due to a thoracic hematoma and other unspecified medical issues. After a medical procedure was performed to drain the hematoma, it was discovered that the right ventricular (rv) and left ventricular (lv) leads were exhibiting loss of capture. Only intermittent capture was observed at a high ventricular output of 7 volts. The patient was reported to have an underlying rhythm in the approximately 40 to 50 beats per minute (bpm) range and was asymptomatic. In response, the lv lead was reprogrammed to a different vector at a higher output and the rv lead was subsequently replaced with a competitor lead. The cardiac resynchronization therapy defibrillator (crt-d) device was also replaced with a competitor cardiac resynchronization therapy pacemaker (crt-p) device as part of a therapy downgrade. No additional adverse patient effects were reported.